Event description:
The user reported that the defibrillator did not display prompts at the beginning of the event. The on/off button was pressed and the unit worked properly during the event. After the event, the defibrillator's status indicator intermittently indicated a problem with the device. Heartstream's investigation found that the cause of the problem was incomplete insertion of the battery which was due to the latch area of the battery. The cause of the damage is not known.